Manufacturer narrative:
(B)(4). (B)(6). The reported product is an unknown baxter cassette. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy manifested by cloudy effluent and abdominal pain. The patient was not hospitalized for the event. The patient was treated with intraperitoneal vancomycin (2g, every 5 days, duration not reported) for peritonitis. Therapy was ongoing. The cause of peritonitis was unknown. At the time of this report, the patient was recovering. No additional information is available. This is report 4 of 4

Manufacturer narrative:
(B)(4). On an unknown date, treatment with vancomycin was discontinued. It was reported that the patient was recovered from the peritonitis event (previously reported as recovering). Should additional relevant information become available, a supplemental report will be submitted.